Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure in the right ventricle outflow tract (rvot) with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. During the case, after mapping was conducted by the pentaray catheter, ablation was performed in the earliest excited site with the thermocool® smart touch® sf bi-directional navigation catheter. After the second ablation shot the patient¿s blood pressure dropped slightly. Echocardiography was performed, and cardiac tamponade was confirmed. Pericardiocentesis was performed to drain an unspecified amount of fluid from the pericardial space. Reminder of the procedure was aborted. When the physician checked the patient¿s blood pressure details, he became aware that the blood pressure begun to decline gradually before the first ablation. The physician commented that considering the blood pressure begun to drop before the ablation, the cardiac tamponade may have occurred when the stsf catheter was placed in the earliest excited site; however, the cause is not clear because no high contact force (cf) was observed in any place. It is unknown if extended hospitalization was required as a result of the adverse event. Patient¿s outcome is unknown. No biosense webster product malfunctions nor error messages were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Initially it was reported that the device evaluation was anticipated, but not yet begun. Additional information was received on 8/19/2020 stating that the device will not be returned. Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30344108m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).